Event description:
A malfunction was reported on the pump, which was not associated with any notable events prior to its occurrence. The malfunction code was identified, and the customer had experienced similar issues multiple times, triggering the need for pump replacement. The reported blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. Corrective actions included cts providing a replacement pump, guiding the customer to reset the malfunction, and confirming successful resumption of insulin delivery. The customer was informed of the process for returning the problematic pump and received instructions for managing and utilizing the replacement pump.